Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) had too short of longevity with normal use. The ins was replaced on (B)(6) 2022 and the issue was resolved.